Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an insulin flow blocked alarm. Customer reported recent blood glucose levels of 572 mg/dl and 476 mg/dl. Customer also reported a bent cannula. During troubleshooting, the customer was able to get insulin to exit the tubing. The insulin pump was not replaced or returned for analysis.